Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the tip of the device broke off and fell inside the patient. The broken piece was not retrieved from the patient. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information on the reported event, but with no results.